Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention and regurgitation are known potential adverse events associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the valve was low on one cusp (canted/tilted), and this was reported to be due to low placement of the valve in a large oval annulus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported per the edwards field clinical specialist (fcs), during a transfemoral tavr procedure, the valve was placed 60:40 ventricular. The valve initially looked good on angiography; however, in another angle the valve appeared too low on the right cusp, approximately 80:20 ventricular. There was mild to moderate paravalvular leak (pvl). The team decided a second valve needed to be placed due to the pvl. A second valve was placed slightly higher than the first valve, approximately 60:40 to the native annulus. The results were good; the patient was stable and was transferred to ICU. Bav performed with edwards 23x4 bav. Regarding the valve¿s canted placement, it was indicated that this occurred due to the valve being placed low, in a large oval annulus.